Event description:
The customer observed false nonreactive alinity I anti-hbc ii results for a 63-year-old male patient. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): sample ID (B)(6), initial result, on (B)(6) 2025, was 0.83, repeat result on (B)(6) 2025, after re-centrifuging, was 0.82 and on (B)(6) 2025 was 0.84 s/co. Additional laboratory results were provided: hbsag was 0.25, nonreactive, and hbsab was >1000 miu/ml. The sample was sent to another laboratory and tested on a roche assay and the result was 0.08 coi, which is positive. Additional results were provided: hbsag was negative and hbsab was >1000 miu/ml. The patient¿s previous result, on (B)(6) 2017 under sample ID (B)(6), was 2.33 s/co; additional lab results were hbsag was negative and hbsab was >1000 miu/ml. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for false nonreactive alinity I anti-hbc ii results included a search for similar complaints, review of complaint text, trending data, labeling, device history records, and in-house testing. A review of tracking and trending for the product and the complaint lot number did not identify an increase in complaint activity. Sensitivity testing was performed using an in-house retained kit of the complaint lot stored at the recommended storage condition. All specifications were met, and no false non-reactive results were obtained, indicating that the lot is performing acceptably. The clinical sensitivity of the lot was evaluated by testing a commercially available seroconversion panel (biomex seroconversion panel scp-hbv-001). The seroconversion panel results were compared to architect anti-hbc ii test results provided by biomex. The lot detected the same bleeds as reactive for the seroconversion panels. Based on these data, it was shown that the sensitivity performance of the complaint lots is not negatively impacted. Note: alinity I anti-hbc ii and architect anti-hbc ii utilize the same reagents and sample/reagent ratios. Device history record review did not identify any non-conformances or deviations with the reagent lot and complaint issue. Manufacturing documentation for the reagent lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of the alinity I anti-hbc ii, lot number 75075be00, assay was identified.

Event description:
The customer observed false nonreactive alinity I anti-hbc ii results for a 63-year-old male patient. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): sample ID (B)(6), initial result, on (B)(6) 2025, was 0.83, repeat result on (B)(6) 2025, after re-centrifuging, was 0.82 and on (B)(6) 2025 was 0.84 s/co. Additional laboratory results were provided: hbsag was 0.25, nonreactive, and hbsab was >1000 miu/ml. The sample was sent to another laboratory and tested on a roche assay and the result was 0.08 coi, which is positive. Additional results were provided: hbsag was negative and hbsab was >1000 miu/ml. The patient¿s previous result, on (B)(6) 2017 under sample ID (B)(6), was 2.33 s/co; additional lab results were hbsag was negative and hbsab was >1000 miu/ml. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 07p87, that has a similar product distributed in the us, list number 07p84 (anti-hbc), and a PMA number of p080023.